Manufacturer narrative:
Phone not provided.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the green power switch led had illumination failure. There was no patient involvement.